Event description:
It was reported to boston scientific corporation that an endovive three-port through the peg jejunal tube was used during a jejunal tube placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician grasped the black suture at the end of the jejunal tube using a snare. He attempted to pass the tube through the pyloric ring however, it was difficult to advance the tube into the duodenum. The physician managed to advance the tube into the duodenum but the tip of the jejunal tube moved back into the stomach. Reportedly, the patient's anatomy was tortuous (exact location unknown.) The procedure was not completed since another endovive two-port through the peg jejunal tube was unavailable. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. Reported event of peg tube difficulty placing/retracting. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.